Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium-ion battery (sn (B)(4)) was inserted in the autopulse platform. The platform was used on a patient and performed two compression cycles and stopped. No known patient impact or consequence was reported. No further information was provided.

Manufacturer narrative:
The reported event was confirmed through review of the archive data retrieved from the autopulse lithium ion battery (sn (B)(4)); however, no issue was found during functional testing of the battery. A probable root cause was attributed to battery mismanagement. Review of the retrieved archive data revealed that the battery was last successfully charged in the autopulse multi chemistry charger (mcc) on (B)(6) 2017, following this, eleven platform insertions from (B)(6) 2017 to (B)(6) 2017 was recorded without the battery being recharged in the mcc. The battery was not fully charged (equivalent to two amber leds) when it was inserted in the platform on (B)(6) 2017, confirming the reported event. Additionally, a similar incident of multiple platform insertions without recharging the battery in the mcc was also captured on (B)(6) 2017 to (B)(6) 2017. The battery was evaluated by inserting into a good known reference mcc and was able to successfully charge with four steady green led illuminated on the battery status indicator. The battery was also inserted in a good known reference autopulse platform using a large resuscitation test fixture and performed continuous compressions for 36 minutes without any issue observed. The autopulse power system user guide states that "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged autopulse lithium ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not be able to charge in the mcc. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse battery with serial number (B)(4).